Event description:
The pt reported that on 5/18, pt's 7:30/a surestep meter result was 300-320 mg/dl. Pt took the required insulin. Pt's meter prompted er1 at 11:30/a (and throughout the remained of the day), no insulin taken. Sometime in the afternoon, pt was taken to the hosp for heart palpitations where pt was treated with intravenous insulin and other medications for atrial fibrillation. The pt further reported that post-hospitalization, the meter read "hi" for which a comparative lab result was "600".